Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a very tight calcified renal artery. An express renal sd stent was advanced to treat the lesion. However, while attempting to cross the ostium, the stent got dislodged and was retrieved. No patient complications were reported.